Event description:
Reporter indicated that the site's hp handheld computer only worked intermittently. It was reported that the serial cable has to be pushed in while using the device in order for it to work.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.